Event description:
This is filed to report adverse patient events other than death. It was reported through the pmcf report, that the absolute pro stent may be related to the adverse patient effects of death, myocardial infarction, pulmonary complications, renal complications, access site complications, thrombosis, embolization, dissection, occlusion, re-stenosis, revascularization, unplanned amputation / surgical intervention, re-hospitalization. Details are listed in the attached report, titled post-market clinical follow-up evaluation report peripheral self-expanding stents please see the post market clinical follow up evaluation report for specific information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr), for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of myocardial infarction, renal failure, unspecified tissue injury, stenosis, obstruction/occlusion, vascular dissection, thrombosis, and embolism are listed in the absolute pro instruction for use (IFU) as known potential patient effects associated with the use of a stent in peripheral arteries and / or biliary tree. Based on the article information, a conclusive cause for the reported myocardial infarction, renal failure, respiratory failure, unspecified tissue injury, stenosis, obstruction/occlusion, vascular dissection, thrombosis, and embolism, and the relationship to the product, if any, cannot be determined. Based on the article information, a definitive cause for the reported the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported treatments were likely due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event: estimated. D4 - the UDI is not known as the part and lot number were not provided. D6a - implant date: estimated. Literature attachment: article title "post market clinical follow-up evaluation report peripheral self-expanding stents, revision d". The additional patient effects and devices reported in the pmcf are captured under a separate medwatch report.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr), for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of myocardial infarction, renal failure, unspecified tissue injury, stenosis, obstruction/occlusion, vascular dissection, thrombosis, and embolism are listed in the absolute pro instruction for use as known potential patients' effects associated with the use of a stent in peripheral arteries and/or biliary tree. Based on the article information, a definitive cause for the reported the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported treatments were likely due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the article information, a conclusive cause for the reported myocardial infarction, renal failure, respiratory failure, unspecified tissue injury, stenosis, obstruction/occlusion, vascular dissection, thrombosis, and embolism, and the relationship to the product, if any, cannot be determined. B3: date of event: estimated. D4: the UDI is not known as the part and lot number were not provided. D6a: implant date: estimated. Corrections: a2: age at time of event: updated from 67 years to 68 years. B7: other relevant history: updated based on updated pmcf information. D1: brand name: updated from absolute pro vascular self-expanding stent system to absolute pro. D2: common device name: updated from self expanding peripheral stent system to stent, iliac. D2b: procode: updated from nip to nio. D3: mfg establishment name: updated from abbott vascular to abbott vascular inc. D3: address 1, city, postal code: (B)(6). The additional patient effect of death reported in the pmcf is captured under a separate medwatch report. Literature attachment: article title "post market clinical follow-up evaluation report peripheral self-expanding stents, revision e".

Event description:
Subsequent to the previously filed report, additional patients were added to this pmcf report for the absolute pro stent. Procedures were performed between (B)(6) 2022 through (B)(6) 2023. Follow-up was performed 302 +/- 182 days post procedure. Please see the attached post market clinical follow up evaluation report for specific information.